Event description:
It was reported that the customer was hospitalized in the intensive care unit with a blood glucose (bg) level of approximately 431 mg/dl and ketones; cause of bg not known and customer could not recall the exact bg value. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.